Manufacturer narrative:
This report is submitted on january 10, 2022.

Event description:
Per the clinic, the patient experienced (location and treatment of infection unknown). The device was explanted (date unknown). It is unknown if the patient was re-implanted with another device. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the patient experienced a middle ear infection (otitis media) (specific date not reported) which is not device related and subsequently the device was explanted. B4: date of this report as previously reported is incorrect. The correct date should have been december 27, 2021. E1 : initial reporter is as previously reported is incorrect. The reporter is dr (B)(6). This report is submitted on february 02, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 4, 2022.